Event description:
It was reported that an ilet pump displayed alert 38 indicating consecutive stalled motor activity that prevented user actions, consistent with an insulin delivery motor stall device malfunction involving the pump motor/drive system. Symptoms included no reported clinical effects. Outcomes included no change in patient condition, no medical intervention, and no hospitalization. Investigation included attempted customer interviews and service record review. Investigation of this case revealed that the event could not be replicated or further characterized due to lack of customer engagement and unavailable device data. It was concluded that a definitive root cause could not be determined based on the information available.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.